Event description:
My (B)(6) daughter, (B)(6) died, while trying to recover, from a perfect 10/10 sibling hla donor match. But her doctor wasn't, it seems, very experienced at his job, as he liked to let on. She was only having the bone marrow transplant, as an alternative treatment, as to cure sickle cell, to have the rest of her next 40 to 50 yrs, free from sickle cell pain. Not to shorten her life at (B)(6), broke our heart! Instead of this being alternative treatment to cure, dr. (B)(6), treated as an 'knock-down experiment' with his misdiagnosed, no treatment too, and over medication with high doses; cyclosporine 125mg, while also on, rapamune, and tacrolimus, all at same time! Which caused kidney injury, and liver was damaged. She died renal failure. But that's not all. Dr. (B)(6) could control her blood pressure for over a full year, in fact towards the end, of 329 days, in his care, he had put her on 5 different blockers/medication, at same time, as well and that didn't help at all, but there's more! She had every infectious disease, like in a third world country, no treatment. Only steroids, and toxic medication, such as; alemtuzumab/campath, valcyte, prednisone, etc., she had sepsis twice. He also, made her klebsiella infection resistant to any treatment, in protection, by administration of; smx/tmp 800-160mg, which made it worst for her. She suffered and I had to watch, yet knowing, that this was all wrong! So finally, I said something. Spoke up, told the staff I want to bring someone else in to treat my daughter, and said she hasn't gotten better in over a whole year. We need a second opinion is what I said to dr. (B)(6), on that day. But instead, he talks us into trying this machine to cleanse her blood: photopheresis procedure, without ever, once ordering biopsy to exclude / to treatment. She died disseminated aspergillus and renal failure.